Event description:
In (B) (6) 2008, pt's doctor recommended she call to report results: (B) (6) 2008: inratio results = 1.2; (B) (6) 2008: inratio results = 3.9.

Manufacturer narrative:
Investigation pending. (B) (4).